Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the up and down buttons are not responding consistently to user input and require multiple presses to elicit a response. There is no damage to the subject pump. There is no evidence of product misuse, moisture, or corrosion associated with the reported issue. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/31/2013 with the following findings: the keypad was found to be fully intact; no lifting or damage was observed. During testing, all of the keypad buttons were found to be intermittently unresponsive and required increased force to elicit a response. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a discolored display screen. A test screen was inserted and was found to function properly with no visible signs of discoloration. Also unrelated the complaint, the battery compartment was cracked at the threads; the pump has a battery compartment leak and evidence of corrosion was visible in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.